Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that he got the device to help with bladder problems after cancer and radiation that "fried his bladder" and anal region and he was weak. He said that his prior lead must have moved again. Additional information received from the health care professional reported that the patient first experienced the lead moving on (B)(6) 2015. There was a device issue. There was circuit failure in the device and the device was revised on (B)(6) 2015. The cause of the lead moving was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that something went wrong, something moved, the leads fell out, or something. The patient stated that the previous implant was replaced. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.